Event description:
It was reported that during implant attempt, smooth stylet insertion and pull-out became difficult, and retraction of the helix became impossible. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix mechanism; full lead returned and analyzed.